Manufacturer narrative:
To investigate the issue the customer observed, the investigation team performed an accuracy protocol using in-house retained kits of reagent lot 92790m500 and evaluated two levels of in-house b-hcg panels. These panels are made with a human serum-based matrix and contain known concentrations of total b-hcg. The two levels of b-hcg panels were within specifications. This demonstrates that the assay can accurately detect a known concentration of total b-hcg. Additionally, complaint records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. The review of this data did not identify an increase in complaint activity for false positive patient results. Additional information is provided in the limitations of the procedure section of the architect total b-hcg package insert regarding false results. Based on this investigation, we have concluded that the architect total b-hcg assay is performing acceptably. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. High test results (B)(4). No consequences or impact to patient.

Event description:
The account generated false positive architect bhcg results (39, 37, 38 miu/ml) on a patient for orthopedic surgery. The specimen was sent to a reference lab which tested tosoh bhcg negative. On (B)(6) 2011, the patient returned and tested architect bhcg positive (39, 37,39 miu/ml) but bhcg negative at a reference laboratory. The patient's orthopedic procedure was completed with no impact to patient management reported.